Manufacturer narrative:
(B)(4). It was reported that no pulsatile blood flow was seen before proglide deployment. Per the proglide instructions for use - failure to follow steps/instructions: do not deploy the foot unless brisk pulsatile flow of blood (mark) is evident from the marker lumen. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after a coronary interventional procedure. Reportedly, before getting pulsatile blood flow (marking), the proglide footplate was opened, needles deployed and the plunger removed. A cuff miss was noticed. Hemostasis was achieved with another proglide device after proper placement. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reported to be in-training in the use of the proglide device. No additional information was provided.